Event description:
It was reported by md that there was no resistance during insertion in cath lab, but after intra-aortic balloon pump (iabp) was turned on following purge and a few inflate cycles, frank blood appeared in tubing. Iabp was turned off and iab was immediately removed along with sheath. A fiberoptix sensor (fos) iab was inserted in its place. Pt did not suffer any complications. This was a pre op iab and the pt went to surgery. Md reported that he examined iab and saw that central lumen had fractured near the tip. He did not know if this damage occurred during removal of iab after event. Md said he would copy a shot of the placement of the iab from cine film onto a cd if it would be helpful to determine what happened.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.